Manufacturer narrative:
(B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: overdose of high-risk medication on pump. The patient in the ICU was started on norepi at 23:44 on 12/15 and later died on 12/16. The pump did not have the correct kindred corporate library. Norepinephrine IV drip, "initiate at 5mcg/min, titrate every 5 minutes by increments of 5 mcg/min to a max rate of 35mcg/min." Patient had changes in bp and heart rate. Pt expired between 7:30-8am.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual pump involved in the reported incident was not returned to b. Braun's (B)(6), tx facility for evaluation. Logs of the pump were provided and issue reported was not confirmed in the log review, however multiple tests were performed and the investigator was unable to reproduce the issue. As a result, we were unable to determine the cause of the reported issue. All information concerning this reported incident has been included in our trend analysis of the product line. Below is the results of the log review: log review shows on 12/16/2021 and 12:27am a primary infusion start of 33.75ml/hr and 250ml (dl: norepi8; concentrate: .032mg/ml; patient weight: 90kg). At 12:29am new rate set to 34.08ml/hr (patient weight 90.9kg) at 12:31am air alarm occurred at 12:41am with volume of 6.23ml, new rate to 852.1ml/hr (5mcg/kg/min) at 12:47am with volume of 89.08ml, new rate to 170.4ml/hr (1mcg/kg/min) at 1:37am with volume of 229.28ml, new rate to 340.8ml/hr (2mcg/kg/min) at 1:41am kvo start with a volume of 250ml at 1:43am new vtbi set to 250ml at 1:44am air alarm occurred at 2:26am with volume of 487.63ml, new rate to 170.4ml/hr (1mcg/kg/min) at 2:36am kvo start with a volume of 500.4ml. At 2:38am new vtbi set to 200ml at 3:40am with volume of 676.15ml, new rate to 340.8ml/hr (2mcg/kg/min) at 3:44am kvo start with a volume of 700.59ml at 3:47am new vtbi set to 70ml at 3:59am air alarm occurred at 4:28am kvo start with a volume of 770.85ml at 4:29am new vtbi set to 200ml at 5:04am kvo start with a volume of 970.94ml at 5:08am new vtbi set to 200ml at 5:13am air alarm occurred at 5:50am kvo start with a volume of 1171.59ml at 5:55am new vtbi set to 60ml at 6:08am kvo start with a volume of 1232.36ml at 6:08am new vtbi set to 15ml at 6:11am kvo start with a volume of 1247.81ml at 6:12am new vtbi set to 3ml at 6:19am kvo start with a volume of 1250.91ml at 6:20am new vtbi set to 225ml at 7:00am kvo start with a volume of 1478.85ml at 7:02am new vtbi set to 77ml at 7:13am air alarm occurred at 7:18am with volume of 1537.99ml, new vtbi set to 218.2ml. At 7:56am kvo start with a volume of 1756.19ml at 8:09am new vtbi set to 30ml at 8:15am kvo start with a volume of 1788.3ml at 8:15am standby active and at 8:30am standby off at 8:30am new vtbi set to 250ml at 8:34am infusion was stopped with a volume of 1810.17ml. At 8:37am a primary infusion start of 341.2ml/hr (2mcg/kg/min) and 240ml (dl: norepi8; concentrate: .032mg/ml; patient weight 91kg). Infusion was stopped at 8:41am with a volume of 20.6ml at 8:51am a primary infusion start of 800ml/hr and 1000ml. Infusion was stopped at 8:51am, started at 8:55am and stopped at 9:08am with a volume of 179.01ml. Pump was placed on standby with no further infusions taking place.